Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was inserted into the body and placement was attempted, but the tip portion and main unit were collected due to a poor deployment, so the device was not placed. Additional information was received that the issue was observed intra-operative. On (B)(6), 2021, the device's flow diverter was p laced in an unruptured saccular aneurysm with a maximum diameter of 6.5 mm and a neck diameter of 4.0 mm in the left internal carotid artery (ica) c6 (ophthalmic artery). During the procedure, a failure to deploy the flow diverter of the device (product number: pe d2-500-30/lot: b049761) occurred. The device was inserted into the body and placement was attempted, however, the tip and main unit were collected due to poor deployment and the device was not placed. A replacement product (product number.: ped2-450-16/lot no.: b036885) was successfully placed to complete the procedure. There were no symptoms reported.

Manufacturer narrative:
Supplemental was submitted for correction; this event was a duplicate, merged into an existing event, and will be cancelled. All information had previously been captured and submitted in report # 2029214-2021-00477. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.